Event description:
It was reported that during the preparation for a stenting treatment procedure, stent damage was noted. When the physician took the stent out of the sheath during preparation, it was noted that the proximal end of the stent was frayed. There were no patient complications and the patient status was stable. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).